Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision procedure. Bilateral rod break l4/l5 on a t4-ilium prior case. Surgeon attributes to malunion from map 3 cellular product that was used. Removed hardware from l4 - ilium, replaced screws and attached new rods with connectors to the existing construct. During the revision procedure, surgeon had a screwdriver tip break off in a newly inserted screw at l5. 1867-31-845. The screwdriver was ds2797-12-400 mi38827. The tip could not be retrieved and screw could not be removed with helicopter technique. Surgeon had to burr the head off the screw and remove the screw post with extraction device from screw removal set. The screw and tip were removed and no fragments left behind in the pt. Procedure completed without further incident.